Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The sodium electrode lot number was a17.

Manufacturer narrative:
The root cause of this event could not be determined. This type of event is typically caused by disturbances within the kcl/sipper flow path.

Event description:
The customer alleged they received questionable ion selective electrode sodium, potassium, and chloride results on their cobas 8000. The customer noticed their ise results were failing the delta checks. The customer held back patients results and had to repeat 30-40 samples for ises. The customer tried changing all the ise reagents and the reference electrode. The customer performed numerous primes. The customer could not get the ises to pass calibration due to instrument alarms. The customer inspected the ise housing and did not see any bubbles. The customer stated there was tubing connected to a nozzle into the vessel that had black tape on it where the other ises did not have it. The customer provided data for one patient with a discrepant sodium result. The customer stated only this patient needed a corrected report. The patient's initial sodium result was 145 mmol/l. The sample was repeated on another cobas 8000 and the repeat result was 134 mmol/l. There were no adverse events. The sodium electrode lot number and expiration date were requested but not provided. The field service representative found dirty ise lines. He decontaminated the lines. The customer performed calibration and quality control and accepted all the results. The customer ran a comparison sample and the results matched. The instrument was performing to specification.